Event description:
A black sling used to support the patient's legs pre- and post- gyn procedure twisted at the site of attachment to the bed. The patient's right leg dropped to floor, left leg was caught and supported. An ortho consult was placed.